Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced left arm pain, swelling and redness and deep venous and superficial venous thrombosis in the left arm involving the subclavian, axillary, brachial and basilica vein was observed. Thrombolysis of the left arm deep vein thrombosis was performed and medication was administered. The right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead remain in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.